Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the ilet to charge and forgot to reconnect the infusion tubing for several hours, then replaced the infusion set, consumed juice, and used multiple meal announcements to obtain insulin, which was followed by hypoglycemia; the device displayed alert 40051, and the event involved use of oral glucose for correction. Symptoms included hyperglycemia above 400 and subsequent hypoglycemia to 51 without loss of consciousness or other acute complications. Outcomes included transient high glucose for approximately five hours and low glucose for approximately thirty minutes, corrected with juice and food, with no ketone testing, no steroid use, and no medical intervention. Investigation included troubleshooting and education regarding proper device use, including keeping the pump connected, appropriate charging practices, avoiding multiple meal announcements as a correction method, pausing insulin or using a manual injection when disconnected, and replacing the infusion site when glucose is markedly elevated. Investigation of this case revealed user technique and use error related to disconnection from the infusion set, reliance on meal announcements for correction, and delayed site replacement; no device malfunction was reported and the infusion set appeared to function after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to use instructions.